Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. Further follow-up revealed that the patient pulls at device through the skin and that when revision surgery was performed, the lead in two pieces and simply pulled completely out without having to be disconnected from the generator. There was a complete break above the clavicle. The patient was implanted with a new vns therapy system (both lead and generator) since generator had been set to rapid cycling and aggressive parameters for over a year and would probably be nearing end of service soon.